Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination. All channels were cultured and over 100 colony forming units (cfu) were detected: 3 cfu of pseudomonas aeruginosa, 7 cfu of burkholderia cepacia, 74 cfu of ralstonia pickettii, and 20 cfu of coagulase-negative staphylococci. The customer also reported defects of the shape or structure of the subject device. This report is being submitted for the reported microbiological contamination. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The subject device was returned to olympus for evaluation and the investigation is in process. After the device was returned to olympus, it was sent out for additional testing. We are awaiting the results of the additional testing. The physical device evaluation has not yet been completed. The customer provided their cleaning, disinfection, and sterilization processes. Scopes are pre-cleaned by aspirating water through the instrument/suction channel. The air/water channel and the auxiliary water channel are also flushed. No detergent is used for pre-cleaning. Manual cleaning is performed by brushing the instrument/suction channel, suction cylinder, instrument channel port, and distal end/areas around the elevator with aniosyme 5 synergy detergent. The scopes are then reprocessed using a wassenburg automated endoscope reprocessor (aer), using endohigh detergent, and endohigh paa disinfectant. The scopes are stored in a simple storage cabinet. The scopes are not sterilized. Olympus is the maintenance company. Once the investigation has been completed, a supplemental report will be submitted with the device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based the results of third party testing, the device evaluation, and the legal manufacturer's final investigation. Olympus sent the subject device to a third party for culture testing on 04 july 2022 where: sampling from: all channels. Cfu: >100. Bacterial identification: gram positive bacteria. Olympus sent the subject device to a third party for culture testing on 19 july 2022 where: sampling from: all channels. Cfu: 7cfu. Bacterial identification: ralstonia pickettii, gram positive bacteria, staphylococcus negative coagulase. The device was evaluated where no abnormalities were found that could have led to the positive culture. Several defects were noted during the device evaluation that include: the plastic distal end cover was damaged, light guide rod lens was cracked, bending section rubber glue was discolored and separated, connecting tube and universal cord were buckled, cuts in key top 1, the specific angel and orientation was out of specification. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. When olympus culture tested the device on 04 july 2022 after reprocessing in accordance with IFU before repair, the same germs were not detected. Additionally, olympus cultured the device a second time on 19 july 2022 after reprocessing in accordance with the IFU before repair and the results confirmed to regulations recommendation. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿. Olympus will continue to monitor field performance for this device.